Manufacturer narrative:
Submit date: 1/22/2018. An investigation is currently under way; upon completion the results will be forwarded. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports that the bin of sharps container broken and unable to use as the whole bottom is cracked.

Manufacturer narrative:
The product 8970y was evaluated for the report of a cracked container. The reported condition was observed in the returned photo. The container was cracked in the bottom area. A device history record (DHR) review was performed and met acceptance criteria. The DHR was reviewed and it was packaged per specification and met acceptance criteria. The root cause cannot be determined as no physical sample available. Also outside of cardinal health, another distribution center may have repackaged the product. Cardinal health has case quantity shipped of 20 each per case for this product. As per the complaint the reported quantity is 1 each, which shows that the case may have been broken down to a smaller quantity by another distribution center to ship to end user. If the product case was broken down to a lesser quantity during distribution outside of cardinal health., it may result in external stress/forces on the container as the original packaging was removed for further distribution. As per the complaint it was empty container and the issue was found before use. So there was no safety or harm to the end user. Based on the existing controls, the internal reject and the complaint history review, no formal investigation is required at this time. This will be used for tracking and trending purposes. This issue has been determined to be an isolated event. The product should be inspected prior to use for any damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product 8970y was evaluated for the report of a cracked container. The reported condition was observed in the photo. The container was cracked in the bottom area. A device history record (DHR) review was performed and met acceptance criteria. The DHR was reviewed and it was packaged per specification and met acceptance criteria. The root cause cannot be determined as no physical sample available. Also outside of cardinal health, another distribution center may have repackaged the product. Cardinal health has case quantity shipped of (B)(4) per case for this product. As per the complaint the reported quantity is 1 each, which shows that the case may have been broken down to a smaller quantity by another distribution center to ship to end user. If the product case was broken down to a lesser quantity during distribution outside of cardinal health., it may result in external stress/forces on the container as the original packaging was removed for further distribution. As per the complaint it was empty container and the issue was found before use. So there was no safety or harm to the end user. Based on the existing controls, the internal reject and the complaint history review, no formal investigation is required at this time. This will be used for tracking and trending purposes. This issue has been determined to be an isolated event. The product should be inspected prior to use for any damage. If information is provided in the future, a supplemental report will be issued.